Event description:
The customer reported that there was smoke in the room. There were no reports of any physical complaints. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse did not confirm any smoke. The customer was advised not to use unit until serviced. Upon arrival, vacuum pump had no oil and unit was canceling for vacuum insufficient due to a bad oil return valve. The fse removed/replaced oil return valve assembly and oil mist filter assembly, refilled vacuum pump with fresh oil, product verification, ran empty test cycle, unit meets specs. Conclusion - customer letter was sent to all sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and discontinue use of the unit until the unit is repaired if the mist issue occurs. A user guide excerpt that added a warning was sent with the customer letter.